Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, during the procedure, the mid right coronary artery (rca) lesion was pre-dilated and a 3.5 x 28 mm xience v stent was deployed to treat the lesion. The proximal rca lesion was pre-dilated and a 4.0 x 08 mm xience v stent was deployed. Then, the proximal left anterior descending artery was pre-dilating and a 3.5 x 28 mm xience v stent was deployed. There were no product issues or pt effects noted at the time of the index procedure. However, in 2009, the pt returned with chest pain. The pt reported chest pain for 4 days; mild ankle edema; ECG: sr, no acute ischemic st changes; cxr: cardiomegaly; troponin I normal (x2). Pain subsided after admission fit for discharge. Two weeks later, pci was done to treat the target vessel. No additional event or pt info is available.

Manufacturer narrative:
The other two xience v stents indicated are being reported under this manufacturer report number.